Event description:
The following previously reported information is not applicable to this event: [it was later reported that a pump revision also occurred on (B)(6) 2014. The patient experienced a subsequent infection at the pump site, with symptoms of incisional pain, drainage and chills. In regards to the patient outcome, the pump was removed on (B)(6) 2014. The device system was used to deliver morphine.] All information pertaining to the pump site infection will now be reported under manufacturer report #3004209178-2014-24770.

Event description:
It was reported that the catheter dislodged; the catheter had come out of the patient¿s spine. The issue was identified at the doctor¿s office; the exact date was unknown. A catheter revision was planned on the date of this report. It was later reported that during the procedure, the entire catheter was replaced. No additional action or interventions were taken. The patient did not have any symptoms related to the event. Following the catheter replacement, the patient was doing fine and receiving effective therapy. The device system was delivering dilaudid, bupivacaine, and compounded baclofen.

Manufacturer narrative:
(B)(4).

Event description:
It was later reported that a pump revision also occurred on (B)(6) 2014. The patient experienced a subsequent infection at the pump site, with symptoms of incisional pain, drainage and chills. In regards to the patient outcome, the pump was removed on (B)(6) 2014. The device system was used to deliver morphine.

Manufacturer narrative:
Product type catheter product ID 8780, serial # (B)(4), implanted: (B)(6) 2014, product type catheter. (B)(4).

Manufacturer narrative:
Product ID 8780, serial# (B)(4), implanted: 2014 (B)(6), explanted: 2014 (B)(6); product type catheter. (B)(4).